Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in the ER after a car accident. Upon the device check, no capture on the rv lead and increased lead impedance were revealed. The lead was capped. The patient was stable.